Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic partial nephrectomy. According to the reporter: while using on pt, balloon was broken although anything did not touch it. New trocar was opened to complete procedure. No bleeding. No tissue damage. Nothing fell into cavity. No pt harm. Operating room time not extended by more than 30 minutes.